Event description:
It was reported there was a patient fall event and the patient allegedly expired. Upon evaluation of the unit, the stryker technician found that the bed exit was alarming locally at the bed, but the unit was not connected to nurse call. The user facility additionally reported to the technician that prior to the event they had not been utilizing nurse call functionality, but are now starting to use it.